Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 385 (mg/dl). Reportedly, the customer was concerned they were not receiving their basal insulin due and wanted to confirm their settings. During troubleshooting with tandem technical support, a review of the pump history indicated there were no issues with basal delivery. The customer entered a temporary basal rate on one occasion, but aborted the setting immediately afterwards. A correction bolus was delivered to address bg levels.